Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found. There was blood on the distal conductor of the lead and it was not obstructed. The inner insulation of the lead became extrinsically distorted due to kinking/buckling. Visual summary analysis of the lead indicated damage at implant. Although the lead length is correct, the kinked/buckled inner insulation indicates the lead was stretched sometime during the attempted implant. An inner or outer insulation breach was not observed. It is likely the blood on the distal conductor entered through the connector pin. Destructive analysis was performed and all electrical testing was within specified parameters. No other anomalies were observed on the returned lead. (B)(4).

Event description:
It was reported that during the implant procedure, there was high impedance on the right ventricular (rv) lead. The lead was attempted and not used. No patient complications have been reported as a result of this event.